Event description:
The customer reported that during a therapeutic plasma exchange (tpe) procedure, she received a 'return pressure high' alarm and 'patient fluid balance may be lower than reported' alarm that she couldn't clear. She had been running the procedure for about an hour and had gotten fluid balance alarms a couple of times and was able to continue. She didn't see any obstructions in the return line. She ended the procedure after the alarms without rinseback. No medical intervention was necessary for this event. They successfully completed the procedure with a new disposable set on the same machine. Patient information is not available at this time. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for injury has occurred.

Manufacturer narrative:
Investigation: per the customer, the patient's return line is in a fistula, which flushes and draws blood well. Saline runs through the return line and fistula needle well. The ac ratio was set at 15:1 which is standard for this patient. The customer stated after the fluid balance alarm, she noted the reservoir had bubbles in it. The bubbles could be due to a clot in or near the return pressure sensor, that is preventing fluid from being returned to the reservoir and the patient. The disposable set that was received contained blood. Upon visual inspection, it was noted a large clot in the channel and a clot in the return path in the cassette. A leak was also noted on the blood warmer tubing connected to the replacement solution tubing. The leak was at the injection port tubing bond socket connection on the blood warmer tubing, not the spectra optia tubing. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information and to align with the reported event.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. The run data file (rdf) was analyzed for this event. The images from aim were reviewed. No indication of clumping in the channel was observed and the lighting appeared normal. No clotting was identified in the images of the channel, however, it cannot be ruled out that clotting could have occurred in the reservoir. If there was clotting in the reservoir, it could have affected the amount of fluid exiting it. This could have accounted for the multiple ¿patient fluid balance may be lower than reported¿ alarms by preventing the expected amount of fluid being returned to the patient. The multiple ¿return pressure was too high¿ alarms indicate that there could have been an obstruction between the reservoir and the patient¿s return line that also could have contributed to the ¿patient fluid balance may be lower than reported¿ alarms. Based on the information available in the rdf, the spectra optia system operated as intended by triggering the fluid balance alarms and the machine is safe to use. Root cause: although no definitive root cause could be determined, it is possible that clotting caused the return high pressure alarms as well as the fluid balance alarms. Possible causes for clotting are, but not limited to: ac ratio too high, patient physiology, and venous access.

Manufacturer narrative:
Investigation is in-process. A follow-up report will be provided.